Manufacturer narrative:
Stryker field service representative evaluated the customer's device and was not able to verify or duplicate a reported issue. Stryker contacted the customer in order to obtain additional information about the patient and event; however, no response was received. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not deliver defibrillation energy during a patient event. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
A customer quality engineer reviewed the electronic device records and observed that the shock button was pressed one time on the day of the reported event, and a shock was delivered following the button press. After this there were no other shock button presses by the user. A cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device would not deliver defibrillation energy during a patient event. There were no reports of adverse effects to the patient as a result of the reported issue.